Event description:
Adverse event(s): "the retina further detached" (detached retina). Product problems): "system message displayed during the case" (device displays error message). The surgeon reported a system message displayed during surgery. The facility staff rebooted the system to clear the system message. During the vitrectomy and silicone oil injection, the system shut down. The system was rebooted with another system message displaying, during which time the bss flowed inside the eye and the retina further detached. The system was switched out. The retina was repaired. The surgeon stated the patient was fine.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).